Manufacturer narrative:
Product complaint #(B)(4). MFR# 1818910-2020-15344 is being retracted since it is a duplicate of MFR# 1818910-2020-16794. MFR# 1818910-2020-16794 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary reverse shoulder replacement took place on the (B)(6) 2020. The patient has since dislocated. Surgeon carried out mua but patient continued to dislocate. Revision surgery performed on the (B)(6) 2020 where he replaced the glenosphere, cup and monoblock cemented stem. Patient continued to dislocate. Surgeon revised again on the (B)(6) 2020 using a laterialised glenoshere and retentive cup to stabilise the shoulder.surgeon suggested that soft tissue envelop around the shoulder is compromised resulting laxity and instability.